Event description:
It is reported that during an ischemic vt procedure pericardial effusion occurred. The patient's blood pressure dropped and a pericardiocentesis was performed. Upon further follow-up it was mentioned that the adverse event did not occur during ablation nor was related to the ablation. Patient had extensive myocardial damage from previous myocardial infarction. The patient had left ventricle scarring. There was no difficult catheter manipulation reported during the procedure. The procedure was completed when the tamponade was noted. The patient was stated to be doing well with no adverse effects afterwards.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4); stockert rf generator, model #: m-5463-01, serial #: (B)(4). Also stated a reprocessed quadrapolar catheter was also in use during the procedure. The model # was not provided. (B)(4).

Manufacturer narrative:
Originally the lot number reported was 155671088m but it was not recognized by the csi system. The lot number was then processed to unknown as reflected in the initial report. At the time this product was received, it was confirmed that the lot number was 15671088m. We submitted the supplemental report with the device history record (DHR) but in error omitted this lot number from the supplemental report. (B)(4).

Manufacturer narrative:
(B)(4). It is reported that during an ischemic vt procedure pericardial effusion occurred. The patient's blood pressure dropped and a pericardiocentesis was performed. Upon further follow-up it was mentioned that the adverse event did not occur during ablation nor was related to the ablation. Patient had extensive myocardial damage from previous myocardial infarction. The patient had left ventricle scarring. There was no difficult catheter manipulation reported during the procedure. The procedure was completed when the tamponade was noted. The patient was stated to be doing well with no adverse effects afterwards. Upon receipt of the catheter involved visual inspection found that the catheter tip was bent at 1.5 cm from the dome. This condition was not originally reported on the complaint and it is unknown how the damage occurred. The catheter was tested and passed electrical, temperature and generator tests. A deflection test and irrigation test were also performed and the catheter passed. Upon catheter dissection the puller wire was found bent right at the point of 1.5 cm from the catheter tip dome. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the pericardial effusion remains unknown.